Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient claimed that the pump was powering off. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The yellow o-ring was not visible. There was no visible battery compartment or battery cap damage. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the intermittent power complaint was verified in the history but could not be duplicated. Pump was opened; no evidence of moisture or evidence of damage to battery flex or power circuit was observed. Power on resets were observed in the black box. Pump powers on with vibratory and audible sounds. The battery cap was not returned with the pump. No damage was observed to the battery compartment. A test cap was able to fully tighten with no yellow o ring showing. Pump was exercised for 24 hrs on a 1 unit per hour basal rate with test battery cap, no power loss or rebooting was duplicated.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.